Event description:
It was reported that during service and evaluation, it was determined that the electric handpiece device had intermittent operation. It was noted in the service order that the device would stop working during use. There was minimal delay. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 80: check handpiece in ¿lock¿ mode section 90: check with hand switch in ¿lock¿ position section 100: check general function with test hand switch section 120: check function in ¿lock¿ mode with foot pedal section 130: check general function with foot pedal. During the service evaluation the following failures were identified: functional : intermittent operation. Functional : leak - liquid. Conclusion: failure reported is confirmed. Root cause: improper maintenance.